Event description:
Complaint alleged that during routine preventative maintenance the device failed to indicate that the pace lead was off and device would not power up in battery mode. Complainant indicated that there was no pt involvement in the reported malfunction.